Event description:
It was reported that the patient faced adhesive issue with three infusion sets and the tape was not sticking due to the insertion into the irritated area on (B)(6) 2026. The patient went to the emergency room on (B)(6) 2026 due to high blood glucose levels and elevated ketones and the patient was treated with intravenous fluids of saline and insulin. The patient was released from the emergency room after spending one and half days on (B)(6) 2026.

Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR 3003442380-2026-87499 / supplemental report 01. Name: tandem. Street: 11045 roselle street. Country: united states of america. City: san diego. State: california. Zip code: 92121. The initial MDR with manufacturing report number (3003442380-2026-87497), was submitted on 07-apr-2026. Upon completion of the investigation, the manufacturing date was updated as 20-aug-2024. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H8: usage of device. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 20/apr/2026 against "lot number" "6008815" and similar malfunction codes: adhesive patch does not adhere to the skin due to incorrect application according to instructions for use (IFU), adhesive failure - user application error. The review confirmed that lot 6008815 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 20/apr/2026 against "lot number" criteria equal "6008815" and similar malfunction codes: adhesive patch does not adhere to the skin due to incorrect application according to IFU, adhesive failure - user application error. The count of complaints is of 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6008815 was manufactured according to work instruction (wi) version 116 and manufactured in the inset line06, on 20/aug/2024 with a total of (B)(4) units. Sub-assembly: tubing the sub-assembly, tubing of the lot 4h03798 was manufactured according to the wi version 64 and manufactured in the sc03, on 20/aug/2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6008815 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.